Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, "resident went in to use endopath ets45 2.5 mm reload, and reload was defective (did not fire all the way). Resident and surgeon verified it did not fire correctly, removed from sterile field and tagged. The equipment was not used in or on the patient." No patient consequences reported. No further information is available.